Event description:
This ra lead was implanted on (B)(6) 2013. A call to technical services placed on (B)(6) 2013 stated that the system will be extracted today ((B)(6) 2013)) due to infection. The physician was dr. (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).